Manufacturer narrative:
Follow-up #1 date of submission 08/16/2016 device evaluation: the pump has been returned and evaluated by product analysis on 07/22/2016 with the following findings: during testing, the screen and pump casing were observed to be damaged. The pump could not be further investigated due to this issue. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging that the pump was ¿not working at all¿. There was no indication that the product caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of an unspecified pump malfunction.